Event description:
Procedure: liver transplant. According to the rptr: the loading unit failed during a liver transplant and did not suture the right hepatic artery at the entrance of the vena cava, causing a severe hemorrhage and hemorrhagic shock putting the pt's life in danger. Due to the multiple blood transfusions and a re-intervention that the pt needed, he is actually suffering a terrible and distressing post-op process. There was a delay of over one and a half hrs. The procedure was completed using manual suture.

Manufacturer narrative:
(B)(4).